Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (belt won't stay connected to monitor) has been confirmed. Upon evaluation, pins in the electrode belt's trunk cable connector were bent is a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
Zoll account coordinator contacted customer support to report a (B)(6) male pt is having trouble keeping the electrode belt connected to the monitor. The pt was provided with a replacement electrode belt.